Event description:
The myknee femoral cut block did not fit well on the patient. The feet of the cut block would not sit flush on the patient's bone it fit perfectly on the bone model. Additional distal cuts had to be made and the surgery took an extra 10 minutes to complete. The patient is recovery well and was ok otherwise. Ref MFR 3005180920-2014-00147.